Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient's controller was getting too hot. A replace backup battery alarm was also observed on (B)(6) 2022. The controller was exchanged and a warranty replacement was requested.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the controller overheating was not confirmed. The reported event of the backup battery fault alarm was confirmed via analysis of the log file downloaded from the returned heartmate 3 system controller (serial number: (B)(6)); however, the alarm did not reproduce during testing of the controller. The log file contained approximately 2 days of data (22aug2022 ¿ 24aug2022 per the timestamp). A backup battery fault alarm activated on 22aug2022 from 6:03:36 to 13:07:54 due to a load test failure; the alarm cleared due to an additional load test being performed and the backup battery passing the load test. The load test failed due to the loaded voltage being under the acceptable threshold when compared to the unloaded voltage. The driveline was disconnected on 24aug2022 at 11:12:31 to exchange the system controller. The internal controller temperature was range between 24 degrees celsius and 49 degrees celsius, which was within device specifications. There were no other notable alarms throughout the log file. The pump maintained a speed above the low speed limit throughout the log file. The returned system controller passed functional testing and successfully operated a test pump above the low speed limit for an extended period of time without issue. The controller was tested for temperature elevations during this operation, and the maximum temperature did not exceed device specifications. The maximum internal temperature of the controller was approximately 40 degrees celsius, and maximum external temperature was approximately 27 degrees celsius during testing. During testing, multiple load tests were performed and the controller passed each time without any issues. The root cause of the reported events could not be conclusively determined through this analysis. It should be noted that an update to the backup battery connector was made to reduce backup battery fault alarms due to load test failures as a part of a corrective and preventive action, per the device history records review this system controller was manufactured prior to that implementation. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 system controller was shipped to the customer on 28mar2017. Heartmate 3 patient handbook (rev. D) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the backup battery fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook (rev. D) section 2, entitled ¿how your heart pump works¿, describes the proper steps to take in case the system controller becomes excessively hot. This section also the user not to place the system controller on bare skin for an extended period of time. The system controller surface temperature can become uncomfortably warm, especially when the room temperature is above 104 degrees fahrenheit (40 degrees celsius). Heartmate 3 patient handbook (rev. D) section 6 "caring for the equipment" describes how to care for and clean all equipment. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate iii lvad, including inspecting the controller. The heartmate 3 patient handbook (rev. D) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.